Event description:
Adverse event(s): "glare from bright lights" (visual disturbances). Product problem(s): "tissue growth around iol" (no code available [iol (intraocular lens) implant]). A consumer reported experiencing glare from bright lights following a yag procedure to remove tissue growth around the intraocular lens (iol). He was told by his surgeon that the glare is likely reflecting off the iol surface. In a follow-up, the surgeon reported that posterior capsular opacification (pco) was noted and a yag laser was performed.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/25/2010 and 05/27/2010 by phone, fax, and mail. A completed questionnaire was received on 06/03/2010. (B)(4).